Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unknown connection issues occurred. Data was evaluated and the allegation was confirmed as a signal loss for greater than 1 hour. The probable cause could was determined to be signal loss but the root cause could not determined. The reported event of unknown connection issues is reportable based on the finding of a signal loss for greater than 1 hour. No injury or medical intervention was reported.